Event description:
It was reported that the tip of a recanalization catheter detached. Reportedly, the physician forcefully withdrew the catheter through the guiding catheter, without allowing time for the recanalization catheter to straighten out, resulting in the tip detachment. The tip was successfully retrieved with a snare. The physician then attempted to re-advance a guidewire into the cto; however, all attempts were unsuccessful. The procedure was then aborted. There were no adverse consequences to the patient.

Manufacturer narrative:
The lot number for the device was not known. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.